Event description:
An anonymous consumer posted on twitter stating "update: I've tested negative on a pcr lucira covid test after testing positive on a rapid inteliswab last night. Doesn't a positive on rapids mean positive still, though? Any advice welcomed" refer to attached twitter post. Oti marketing replied to the consumer's twitter post advising they email oti so we can reach out to them directly for additional information.

Manufacturer narrative:
The consumer commented on twitter reporting a false positive inteliswab test result. Oti marketing responded to the consumer's twitter comment advising them to email more information to technicalservice@orasure.com. The conumer has not provided a lot number or any additional information to date. No additional follow up is to be expected with this complaint and the incident willl be closed internally.

Event description:
An anonymous consumer posted on twitter stating "update: I've tested negative on a pcr lucira covid test after testing positive on a rapid inteliswab last night. Doesn't a positive on rapids mean positive still, though? Any advice welcomed" refer to attached twitter post. Oti marketing replied to the consumer's twitter post advising they email oti so we can reach out to them directly for additional information.